Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiac arrest underlying cause was end stage renal disease.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00392.